Event description:
Paramedics attended to a person diagnosed in cardiac arrest. When the operator turned the unit on, the crt display was allegedly blank. The operator used the recorder as an alternative method for monitoring the pt's ECG. The pt was diagnosed in coarse ventricular fibrillation. Acls protocols were administered but the pt was not resuscitated. The reporter indicated that the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the use of the ECG recorder as an acceptable alternative for monitoring the pt's ECG.